Event description:
A patient underwent spinal surgery, which consisted of seaspine's mariner pedicle screw system from levels t12-s1. Seaspine was informed on (B)(6) 2013 that one of the screw heads and set screws separated from the construct in the postoperative period.

Manufacturer narrative:
The x-ray provided confirms two set screws separated from the construct at the s1 level, which also resulted in the separation of the two rods that the set screws were holding into place. A revision surgery occurred on (B)(6) 2022. Explants were returned for evaluation. Visual inspection of the components returned revealed one of the returned screw heads was not properly locked down onto the mating shank, and was locked down into the screw head in a partially unthreaded position. Additionally, the washer within the screw heads moved out of position. No implant fractures were present. Furthermore, two rods were returned along with the screw components. Visual inspection confirmed the rods were cut; however, there are no signs of rod fracture or malfunction. The report of postoperative head/shank separation could not be confirmed; however, it was confirmed that the head was not properly locked down onto the shank. Additionally, review of the returned components confirmed the s1 set screws loosened as a result of the screw head partially locked down, not allowing for polyaxial motion, which would have prevented the rod from normalizing within the tulip, resulting in reduced fixation strength and rod/set screw separation. Review of labeling: possible adverse events: bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.